Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument had a broken tip. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken. Fragments were not returned with the instrument. Additional observation related to customer reported complaint was also identified: the prograsp forceps instrument was found to have a loose grip cable at the distal end. The instrument has a broken main tube. As a result, the grip cable became loose.